Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, DHR requested - other reasons, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, hyperglycemia, hyperglycemia, hyperglycemia, confusion/disorientation, diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a, mmt-397a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. Updated information has been provided in section h6 (hecc, heic) with this report. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2023, on (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event dates of 01-feb-2024, 19-may-2024 and 15-feb-2024. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 01-feb-2024, 19-may-2024 and 15-feb-2024 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 12-jun-2024 and customer event date of 19-may-2023, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) event date 12-jun-2024 and customer event date of 19-may-2023 listed on smart solve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the (primary) event date 12-jun-2024 and customer event date of 19-may-2023 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2023 10:16:31.000, alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 15:16:26.000, alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 18:11:51.000, alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 18:13:00.000, alarm alert notification (40) fault number: no delivery (7) during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Sensor expired alert (794) was found on: (B)(6) 2023 14:24:05.000, sensor error alert (801) was found on: (B)(6) 2023 20:35:50.000, on (B)(6) 2023 20:45:00.000, on (B)(6) 2023 21:40:50.000, on (B)(6) 2023 21:50:00.000, on (B)(6) 2024 00:50:09.000, on (B)(6) 2024 12:50:08.000, lost sensor 1 alert (780) was found on: (B)(6) 2023 14:55:00.000, lost sensor 2 alert (781) was found on: (B)(6) 2023 15:17:00.000, on (B)(6) 2023 15:27:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2024 18:31:00.000. Insert battery alarm was found on: (B)(6) 2024 17:04:53.000, on (B)(6) 2024 17:14:00.000. Pump error 23 alarm was found on: (B)(6) 2024 17:15:04.000. Power loss alarm was found on: (B)(6) 2024 17:20:06.000, on (B)(6) 2024 17:20:14.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024. There was no power data available for the event date of 12-jun-2024. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.